Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level ranging from 268 to 400 mg/dl and diabetic ketoacidosis. The customer alleged that the pump was not delivering insulin properly. Additionally, it was reported pump did not alarm customer insulin delivery was stopped. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. Reportedly, customer left the ER 6 hours later with customer in stable condition (bg 209 mg/dl). Reportedly, the customer reverted to manual injections for insulin therapy.